Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was alleged that the display screen was scratched and unable to be read properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2014.device evaluation: the device has been returned and evaluated by product analysis on 07/29/2014 with the following findings:the complaint could not be duplicated or confirmed. During testing, the pump case was removed and no evidence of damage to the display screen was found. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.